Event description:
Evolve_lv_xlv registry: it was reported that stent incomplete apposition occurred. In (B)(6) 2020, the subject presented with coronary artery disease. Angiography was performed which revealed chronic total occlusion of mid coronary artery with left to right collaterals and 80% focal stenosis in proximal left anterior descending artery (lad). In addition, echocardiogram revealed severely reduced left ventricular stroke volume with severely low flow gradient aortic stenosis. Target lesion 1 was located in proximal lad with 80% lesion and was 14 mm long with a distal vessel diameter of 4.5 mm. In (B)(6) 2020, the 80% stenosed, 4.5mm x 14mm target lesion in the proximal lad was treated with pre-dilation using a 3.0 x 12 nc balloon, followed by placement of a 4.5 x 16 synergy drug eluting stent. The stent was post dilated with a 4.5 x 8 mm nc balloon. Intravenous ultrasound (ivus) revealed mild malapposition in the distal portion of the stent and the stent was post dilated again with a 5.0 x 8mm nc balloon throughout the stent with residual stenosis noted to be 0%. Completion angiography showed an excellent result without apparent complication. Five days later, subject was discharged on dual antiplatelet therapy.

Manufacturer narrative:
A1 patient identifier: (B)(6). H1type of reportable event and h6 patient codes: corrected.

Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
(B)(6) registry. It was reported that stent incomplete apposition occurred. In (B)(6) 2020, the subject presented with coronary artery disease. Angiography was performed which revealed chronic total occlusion of mid coronary artery with left to right collaterals and 80% focal stenosis in proximal left anterior descending artery (lad). In addition, echocardiogram revealed severely reduced left ventricular stroke volume with severely low flow gradient aortic stenosis. Target lesion 1 was located in proximal lad with 80% lesion and was 14 mm long with a distal vessel diameter of 4.5 mm. In (B)(6) 2020, the 80% stenosed, 4.5mm x 14mm target lesion in the proximal lad was treated with pre-dilation using a 3.0 x 12 nc balloon, followed by placement of a 4.5 x 16 synergy drug eluting stent. The stent was post dilated with a 4.5 x 8 mm nc balloon. Intravenous ultrasound (ivus) revealed mild malposition in the distal portion of the stent and the stent was post dilated again with a 5.0 x 8mm nc balloon throughout the stent with residual stenosis noted to be 0%. Completion angiography showed an excellent result without apparent complication. Five days later, subject was discharged on dual antiplatelet therapy.